Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. D4: batch # 649d30. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with one gst45w reload loaded in the device. The reload was received fully fired with several b-form staples and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed and appears to contain some safety cuts. The event described of difficult to open & non-specific noise could not be confirmed as the device opened and closed without any difficulties noted and no abnormal noises were noted during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 649d30, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, the pulmonary artery was stacked, and when the blade was retracted, the drive made unusual noises. It was not clear whether the container was actually being stacked or whether the blade had even retracted. After some time, they were able to remove the stapler. Another device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2026 d4: batch #unk. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes if yes, were the staples formed properly? Yes if yes, was the staple line complete? Yes did the device cut? Yes if yes, was the cut line complete? No if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Not complete the whole line was there any difficulty opening the device? Yes if yes, how was the device removed from the patient? As normal, but at that moment we didn´t know wether the stappling was complete or not, because of the strange noise and the motor was recurring to try to vut the stappling line, and it made a recurring noise (as you can see and hear on the video) if yes, did the jaws eventually open? No after some time, we were able to remove the stapler. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a98e6f, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.